Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass, they observed very high arterial line pressures. Initiation of cpb was aborted to check the circuit status; nothing appeared abnormal and cpb was initiated two more times with the same issue high arterial line pressure. They elected to change out the oxygenator and the surgeon also made the decision to change the arterial cannula site to the ascending aorta. There was a 45 minute delay due to the change out and 150ml of blood loss. Cpb was re-initiated and the procedure was completed successfully with no harm to the pt.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).